Manufacturer narrative:
Additional information will be submitted within 30 days upon receipt.

Event description:
During coil embolization within the internal carotid artery, three 18mm coils were placed within the aneurysm successfully. The physician encountered difficulty placing the fourth-18mm coil which he felt was too big. He attempted to rezip in order to exchange for a 16mm coil. Multiple attempts were made to zip the 18mm coil system but were unsuccessful. The system was withdrawn. The procedure was completed with gdc coil. There was no reported patient injury.